Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use (IFU) as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) of 2019, a 5.5x40mm supera stent was implanted without issue, in the heavily calcified, mildly tortuous, right superior femoral artery (sfa) in (B)(6) of 2020, the patient was symptomatic and the stent was noted to be occluded. Atherectomy and balloon angioplasty were successfully performed to fully open the stent. In (B)(6) of 2020, the stented area re-occluded. No treatment has been performed but options are being reviewed. No additional information was provided.